Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition. The event history log revealed that one 20ml bolus test was performed prior to the pumps returned. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No problem was found with the accuracy of the pump; not confirming complaint. Based on the evidence, no fault was found with no root cause.

Event description:
It was reported that a cadd-legacy® plus pump was over delivering. No injury was reported.